Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens exchanged with shorter length lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).